Event description:
It was reported that interrogation of the device was not possible and the device is not able to pace. It was also reported that the last followup was four years ago. The device has not been removed or replaced per patient preference. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that interrogation of the device was not possible and the device is not able to pace. It was also reported that the last followup was four years ago. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.